Event description:
It was reported that there were concerns about loss of capture on the left ventricular (lv) lead. Upon review, the loss of capture was confirmed and reprogramming efforts were performed. Subsequently, a revision procedure was performed, and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns about loss of capture on the left ventricular (lv) lead. Upon review, the loss of capture was confirmed and reprogramming efforts were performed. At this time, the lv remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approx. 68 mm from the terminal end. Only the proximal segment was returned, induced damage during explant. Coils and insulation were cut with the tool. The failure to capture allegation was not confirmed, based on normal lead resistance measurements and inspection which showed no conductor issues in the returned portion of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns about loss of capture on the left ventricular (lv) lead. Upon review, the loss of capture was confirmed and reprogramming efforts were performed. Subsequently, a revision procedure was performed, and the lv lead was explanted and replaced. No additional adverse patient effects were reported.